Event description:
It was reported that this patient was seen for a regular follow-up appointment, where the physician noted a right atrial (ra) lead safety switch to unipolar sensing due to high, out-of-range pacing impedance measurements (>2000 ohms). Additionally, the physician noted over-sensed atrial lead noise in unipolar sensing, so the device was reprogrammed back to bipolar atrial sensing. Noisy signals were also seen from the right ventricular (rv) lead, but this noise was not over-sensed. At this time, the system remains implanted and in-service and there were no adverse patient effects.

Event description:
It was reported that this patient was seen for a regular follow-up appointment, where the physician noted a right atrial (ra) lead safety switch to unipolar sensing due to high, out-of-range pacing impedance measurements (>2000 ohms). Additionally, the physician noted over-sensed atrial lead noise in unipolar sensing, so the device was reprogrammed back to bipolar atrial sensing. Noisy signals were also seen from the right ventricular (rv) lead, but this noise was not over-sensed. At this time, the system remains implanted and in-service and there were no adverse patient effects.